Manufacturer narrative:
During follow-up, the patient's authorized caregiver reported there were no defects, malfunction or problems using the ultram18 catheter.

Event description:
Intermittent catheter patient's (user) authorized caregiver said the patient is being treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient's authorized caregiver said the patient was prescribed an antibiotic, cipro, and asked the patient's doctor to prescribe irrigation and gentamycin to help with the routine uti's.